Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported the patient has severe tremors and since it has been five years since it was placed, they were concerned the battery might be dead. The caller does not think they turned it off and forgot to turn it back on. They would like a replacement surgery as soon as possible because it is terrible. The patient also has dementia, which started right after they got the ins. It was also noted that the severe tremors would be sudden all of a sudden and they could not eat because they were shaking so bad. No further complications were reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer stated they followed up with the healthcare provider (hcp) who thought the battery was low. The patient was scheduled for a replacement surgery. The hcp later reported the patient¿s dementia was confirmed and was related to their parkinson¿s, not the device. The hcp confirmed the battery was dead which caused the patient¿s tremors. Due to this the patient was referred to a neurosurgeon for battery replacement. It was noted this specific hcp hadn¿t seen the patient recently, so they were unable to confirm if the severe tremors were resolved. No further complications were anticipated.